Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of evaluation by olympus service operation repair center (sorc), it was confirmed that the reported event was reproduced due to corrosion of the contacts of the video connector socket. Since the reported event occurred about four and a half years after the device was last repaired, handling may have corroded the contacts in the video connector socket. Olympus medical systems corp. (Omsc) confirmed from the repair history that the video connector socket was replaced on march 13, 2017. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the endoscopic image was distorted due to corrosion of the contacts of the video connector socket. -the battery was exhausted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the color bar was sometimes displayed instead of the endoscopic image due to poor contact of the video connector socket. There was no report of patient injury associated with the event.